Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose of 350 mg dl on the first day of abdominal infusion set insertion due to use of expired insulin and was treated using insulin delivery via pump on (B)(6) 2026.